Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested, and if available, it will be submitted in the supplemental report.

Event description:
It was reported that, "this per is submitted because it is a "revision." After 19 years, the patient complained of pain in the tibia. X-ray shows a loose stem. Stem pulled out of bone easily in surgery and a standard 11mm diameter x127mm stem with body was recemented in. The proximal tibia and distal femur components were replaced."